Event description:
Procedure type: gastric bypass. According to the reporter: once the stitch was applied, the device would not open. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).